Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgment occurred. While unpacking the device, the stent "fell off from the balloon upon prepping". The procedure was completed with another of the same device. There were no reported patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a midshaft break located 29cm from the tip. The device was returned in two pieces. A visual and microscopic examination also identified severe kinks along the entire length of the lumen. This type of damage is consistent with excessive force being applied to the delivery system. The stent is attached to the device however proximal stent damage was also noted with one strut raised at the proximal edge. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, a stent dislodgment occurred. While unpacking the device, the stent "fell off from the balloon upon prepping." The procedure was completed with another of the same device. There were no reported patient complications and the patient status is fine.